Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a quick set that got caught in a blood clot. Customer stated her blood glucose just kept going higher and higher. Customer's blood glucose was over 600mg/dl, changed the set and blood glucose came down. The customer declined troubleshooting. The customer was advised to monitor pump and blood glucose.